Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: conclusion is not yet available; investigation is in-process.

Event description:
On (B)(6) 2017 a customer reported that on getting 101 pressure low error message while running a patient sample for hemoglobin a1c (hba1c) on the g8 instrument. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) confirmed that the customer had been running the g8 instrument without any errors. The fse ran the elution buffers valves check and found no issues; the pressure constantly at 8.4 mpa (`6-9 mpa ideal pressure) on all valves. The fse proceeded to replaced drain valve o-ring. The fse tested the new drain valve o-ring and found no issues. The fse also replaced the pressure sensor. The customer then proceeded to run patient samples without any issues. The customer then calibrated and ran quality controls on the instrument, which passed. The g8 instrument was working within specifications; no further action was required by the fse. A complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from 30-sep-2016 through 31-oct-2017. There were four (4) similar events identified during the searched period. G8 variant analysis mode operator's manual under chapter 2, states the following: 8. 6-9 mpa is the ideal pressure, however, every instrument is slightly different and the combination of different columns with different instruments may sometimes show a slightly higher or lower pressure than the ideal 6-9 mpa. Some judgment may be necessary. On the column inspection report is a pressure specification, i.e., 5.1 mpa. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. Chapter 6 troubleshooting under 6.3 - error messages, the ops manual states: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. 101 pressure low: the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most likely cause of the reported event was due to a faulty driver board.

Event description:
N/a

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: conclusion is not yet available; investigation is in-process. Corrected data: g. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.